Event description:
Per adjustor said they are fairly confident the fire started from the patient smoking in bed. They went out to the scene 8/6 and noticed the bed motor was on the floor detached. Bed was plugged into extension cord and plugged in to wall.

Manufacturer narrative:
(B)(4) 2014 - it is undetermined if the device caused or contributed to the event. Will continue to follow up once more information becomes available.